Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen was confirmed. Ventec observed that there were multiple large cracks which had spider webbed from a central impact at the top of the lcd touchscreen. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen, which did show signs of physical damage (cracks).

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. No further details about the patient were provided.